Event description:
It was reported that an ilet user experienced a temporary loss of sensor readings on the pump for several minutes at the time of a meal, did not make a meal announcement because approximately 30 minutes had elapsed since first bite, and subsequently recorded a blood glucose of 192 mg/dl without symptoms; the event involved user procedure and user interface considerations. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure and failure to follow instructions, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.